Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2021. Upon interrogation of the patient's controller the patient has found to have pi event with constant speed drops and 6 low flow alarms. No other unusual events were seen within the log files, and the mechanical circulatory support (mcs) equipment was operating as intended. The site then communicated that the patient had been experiencing right ventricular (rv) dilation and rv dysfunction. A formal ramp echocardiogram (echo) revealed that the rv dilation and dysfunction had slightly worsened since the last echo. The inferior vena cava was very small with a small left ventricular cavity. The patient was also experiencing intermittent atrial tachycardia which was thought to be the cause of the pi events and the low flows. The low flows were resolved with the left ventricular assist device (lvad) speed being reduced to 5000 rpms which allowed more left ventricular dilation. The atrial tachycardia was treated with amiodarone. The atrial tachycardia was not present prior to lvad implant. The patient experienced lightheadedness during the low flow events but that symptom resolved. The patient also experienced symptoms of fatigue and edema. A device or therapy related issue was not thought to have contributed to the patient's worsening right heart failure. The right heart failure was present prior to lvad implant. The site would continue to closely follow the patient in the lvad clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. The heartmate 3 left ventricular assist system instructions for use lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Cardiac arrhythmia is also listed as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This document states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. The instructions for use explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. The heartmate 3 left ventricular assist system patient handbook is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. A specific cause for the reported events could not be determined through this evaluation. The submitted controller event log file contained data on (B)(6) 2021. Transient low flow faults were captured in the log file that did not last long enough to result in alarms. Pi events were also seen throughout the log file. The pump appeared to operate as expected at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. No further information was provided. The manufacturer is closing the file on this event.